Event description:
It was reported that "a clip could not be fired due to jamming during loading the applier." No patient injury or consequence reported, no medical intervention required. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4): upon receipt of the sample and completion of the investigation report, it was determined that this event is not reportable; thus, the initial MDR submitted on 08-october-2025 should be retracted. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a clip could not be fired due to jamming during loading the applier." No patient injury or consequence reported, no medical intervention required. The patient status is reported as "fine."